Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio iq meter failed a control solution test high. The patient was unable to recall what specific control solution result was obtained. The patient did not allege any harm or injury because of the reported issue. The meter was replaced. Based on the information provided this complaint is being reported due to the following conclusion: the patient claimed that the meter failed a control solution test. However, there is no evidence that the meter contributed to a serious injury. The patient did not report any symptoms, blood glucose values, or treatment suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k110637.